Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the customer connected the pump to a power source it became hot. The customer stated they believed the increased temperature of the pump compromised the insulin. Customer reported blood glucose (bg) level was 399 (mg/dl) with moderate ketones. Customer stated the ketone level was not dangerous or life threatening. A correction injection was administered to address bg level. Review of pump data by tandem technical support showed the pump battery temperature was about normal operating conditions. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue was verified in the device logs. However, no failure was identified. In addition, a different issue was also found.